Event description:
The surgeon reports performing cataract surgery with implantation of the akreos mi60g intraocular lens in the right eye. Approx two months post implant, the pt was diagnosed with capsulophimosis. The pt had progressive loss of visual acuity beginning (B)(6) 2011 described by the pt as a foggy sensation. The pt's bcva 5 days post-operation was 20/20 and 20/80 at the two months post-operation. An anterior capsulotomy was performed and the pt recovered a good visual acuity 20/20 with +.075/ -0.50 x105 as of (B)(6)2011.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.